Event description:
A (B)(6) male had the 1.6 mm subcondylar plate (pn (B)(4)) implanted on (B)(6) 2011. The plate broke through a screw hole two and a half months after implantation on (B)(6) 2011. This was a case of fusion of the 5th cmcj (carpometacarpal joint) due to chronic fracture dislocation. The plate was explanted on (B)(6) 2011. Per the doctor, no further treatment was necessary and another plate was not implanted. This incident was reported on (B)(4) 2012.

Manufacturer narrative:
This was a case of fusion of the 5th cmcj carpometacarpal joint) due to chronic fracture dislocation. The plate broke through a screw hole two and a half months after implantation. Per the doctor, no further treatment was necessary and another plate was not implanted. The doctor has not responded to add'l questions regarding the non-implantation of another plate. It is assumed that the bones of the pt had healed. According to the IFU for hand plating system, the osteomed hand plating system is recommended for use in pts with sufficient bone quality to sustain effectiveness and benefits of rigid fixation. Weight bearing is not recommended following implantation until fusion has occurred. Multiple bending may weaken the plate and could result in implant fracture and failure. The osteomed hand plating system implants are not intended to endure excessive abnormal functional stresses. Is intended for temporary fixation only until osteogenesis occurs. The surgeon must have specific training, experience, and thorough familiarity with the use of internal rigid fixation devices, surgical techniques and post operative care. Pts must closely follow the post operative instructions from there surgeon. A review of the internal records show no non conformances or other complaints for this product in the past year. A check of possible lot numbers issued to the distributor showed no abnormalities or discrepancies in the device history record (DHR).